Event description:
Patient brought to emergency department; diagnosed with air emboli. Centrocele catheter noted to have an opening 3/4 inches from hub of catheterdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, material degradation/deterioration, telemetry failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.